Manufacturer narrative:
Based on the limited info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A lot number has not been provide, therefore a review of the mfg records could not be conducted. Infection is a known and inherent risk of any surgical procedure and is identified and addressed in the prod IFU. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following allegation was reported to davol by the pt: the pt alleges that she implanted with a bard ventrio hernia patch during a hernia repair procedure on (B)(6) 2014. She alleges that following implant she began experienced swelling, weight gain, pain, vomiting and fever and visited her surgeon who determined the mesh had become infected and she was given medication to treat the infection. She alleges that the infection did not clear and on (B)(6) 2014 she underwent a surgical procedure with explant of the ventrio mesh due to infection. Reportedly, the wound was left open for approximately one week to heal. The pt reports the wound healed after one week and she has not experienced any further issues.